Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 259 mg/dl. The customer did not experiencing symptoms. The customer did not contact their healthcare professional and does not have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There was some air bubbles noted that was bigger than an inch. The reservoir was replaced and not leak was noted. There were no site or insulin issues. The device settings were correct. The customer history was reviewed and noted a button error alarm.